Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's current blood glucose level and the blood glucose level at the time of the incident was 118 mg/dl. The customer stated that the display was not blank less than 30 seconds and then returned and the display was blank currently. The customer stated that the insulin pump was not turning on at all with new batteries. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.